Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ¿ left (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the sheath shaft was rough and difficult to advance. The vizigo¿ sheath was very hard to steer because of the coating. The coating ¿did not act hydrophil¿ and made the pushing forward difficult. Normally, the coating becomes slippery (like a lubricant) when it comes into contact with water. The vizigo¿ coating is just a little bit slippery but not enough to easily move it in the body. The physician needed a lot of force to withdraw and advance it inside the patient and the sheath jumped instead of moving smooth forward. It also did not have a 1:1 torqueability and steering with the knob was difficult. The physician stated that he felt so much friction as if there were no hydrophilic coating. There was no physical damage on the sheath that could produce the vasculature resistance. The sheath tip was not soft/malleable/buckled. There was no resistance related to patient's anatomy or sheath insertion. There were no patient consequences. The deflection issue was assessed as not MDR reportable. The sheath shaft rough issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device evaluation was completed on 24-apr-2023. It was reported that a patient underwent an ischemic ventricular tachycardia ¿ left (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the sheath shaft was rough and difficult to advance. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. The device was inspected, and some scratches were observed in the soft tip section. Additionally, there were deep scratches found along the shaft surface. The scratches could have been from the resistance of the sheath reported. Finally, a significant bent (no internal components exposed) was found in the proximal end section of the sheath shaft. The scratch marks in the tip and shaft, also the physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Based on this, the customer complaint related with resistance issue is confirmed. The sample was compared with another vizigo¿ sheath. This comparison was done by feeling the surface of the sheaths. No difference was felt between them; therefore, we can conclude that other procedural factor is the root cause for the complaint. Additionally, the sheath¿s outer diameter was measured, and a deflection test was performed; the dimensions and curvatures were found within specifications. No deflection nor torque ability issues were observed. A device history record (DHR) review was performed for the finished device 00001979 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. The instructions for use (IFU) recommends the following information: during insertion, use caution not to create excessive bends that may lead to crimps in this device. Careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. G1. Manufacturer site email and g1. Manufacturer site phone have been updated with the current information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).